Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a safety mechanism issue is confirmed; however, the exact cause is unknown. One photograph of an accucath ace was returned for evaluation. An initial visual observation of the photograph showed slight spacing between the coils of the internal spring, and the safety mechanism button was observed to have been depressed; however, the needle was not observed to be retracted into the device housing. Blood residue was observed on the needle shaft. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the needle would not retract. No further information was provided.